Event description:
The stopcock rotator broke after injection. Injector settings: flow- 5ml/sec, volume - 7ml. Pressure limit- 400 psi. The procedure was completed with another device, there was no spray. The customer reported two separate lot numbers. Customer is not sure which lot was used. There was no harm or injury reported.

Manufacturer narrative:
Device evaluation - the suspect device will not be returned for evaluation/investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for either reported lot number. The second reported potential lot number is f777894, expiration date - 02/28/2013, manufacture date- 02/2010. Without the actual devices it is impossible to determine a root cause. Method - the device history record was reviewed, complaint data base was reviewed.